Event description:
It was reported that an ilet user received an occlusion alert while using a contact detach infusion set, with the user and nurse identifying a kinked infusion line; education and troubleshooting were provided, and the occlusion resolved after the user changed all infusion supplies. Symptoms included no change in blood glucose, with reported blood glucose of 116 mg/dl and no adverse clinical effects. Outcomes included continued therapy without interruption after supply replacement and shipment of replacement supplies to prevent shortages. Investigation included user interview, troubleshooting guidance, and collection of the infusion set lot number. Investigation of this case revealed a flow restriction due to kinked infusion tubing consistent with an infusion set occlusion that resolved after changing the set. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion line kinking leading to occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.